Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Patient reported air bubbles in the tubing causing inaccurate insulin delivery. He indicated that he attempted to bolus 10 units into the air, but the device only produced one drip. Patient stated that in 2006, nurse practitioner attempted to bolus 12 units into the air, but the device only produced on small drip. He indicated that the issue was caused by air bubbles. Patient stated that he was legally blind and unable to see the air bubbles. He indicated that three months earlier, he experienced three hypoglycemic events. Patient stated that he passed out and his blood glucose registered 80 mg/dl. He stated that when he passed out, he was found by a police officer and given coca-cola. Patient indicated that he went home and consumed a large amount of carbohydrates to address the low blood glucose level. He indicated that he thought his blood glucose should have been 300-400 mg/dl due to the amount of carbohydrates he received. Patient reported that he wanted his blood glucose to be 105-124 mg/dl. He was visited by clinical specialist who discovered that pt had 20-50 cc of air in the cartridges that he filled. The patient began to use prefilled cartridges which lowered his blood glucose level to 98-100 mg/dl. Patient stated that his blood glucose was currently under control. Product will not be returned for evaluation.